Event description:
It was reported that the person with diabetes (pwd) experienced a ¿line blocked¿ alarm and patient had changed the cassette and infusion set. After changing the infusion site and resolving the issue using the existing cassette, the alarm was resolved. The event occurred during patient use and no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.